Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this rv lead had high impedances of over 2000 ohms. It was determined that this lead had a fracture and was replaced.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The inspection of the lead revealed a damaged insulation approx. 20.5 cm distal to the is-1 connector pin as mentioned in the complaint description. In that section, the lead body was found squeezed and deformed and the outer coil was found fractured. Based on the characteristics as well as the location of the damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular's first rib entrapment. The analysis did not reveal any sign of a material or manufacturing problem.